Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The customer was treated with manual injection in hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer was able to complete carelink upload. The customer declined troubleshooting for bent cannula. The insulin pump will not be returned for analysis.